Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. The 4.00x19 mm graftmaster covered stent was inserted into the guiding catheter and was attempted to be advanced; however, it could not cross to treat the area due to an unknown reason. The perforation was sealed with a balloon. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery. The 4.00x19 mm graftmaster covered stent was inserted into the guiding catheter and was attempted to be advanced; however, it could not cross to treat the area due to an unknown reason. The perforation was sealed with a balloon. There were no adverse patient sequela. No additional information was provided.